Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, there was difficulty inserting the left ventricular (lv) lead through the introducer. The lead was successfully implanted and the patient was stable.